Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability and additional details. Manufacturing review: a manufacturing review was conducted and there is no indication that the reported event is manufacturing related. Visual inspection:none - no sample returned for evaluation/servicing. Functional/performance evaluation: none - no sample returned for evaluation/servicing. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the device was not returned for evaluation/servicing. The definitive root cause for the reported vacuum and sampling issues could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: precautions: this equipment is intended for use by qualified personnel only inspect tubing connections to the vacuum canister and the disposable tubing set to ensure proper vacuum levels are achieved and maintained during use. Inspect the vacuum canister to insure no damage has occurred during shipping or installation. A heavily scratched canister can break during use. Do not leave the encor system powered on overnight. Damage may occur to the tubing set. Connect the power cord to a hospital grade wall outlet having the correct voltage or product damage may result. Operation: for handheld accessory devices follow the specific instructions for use included with each accessory. Note: if the system fails during use, check rear panel for blown fuse. Replace as needed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during a stereotactic breast biopsy, there was allegedly a vacuum issue with the system. The healthcare provider reportedly used two probes and was allegedly unable to obtain tissue due to the vacuum issue. The procedure was reportedly rescheduled. There was no reported patient injury.